Event description:
It was reported that when using the bd pyxis¿ es server, all es devices were not communicating with the es server. The devices displayed "critical override" and "disconnected mode" error messages. The customer reported that a planned downtime had been scheduled by it the previous night but was postponed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all the stations were not communicating with the server and in disconnected mode. A technical support specialist checked all three servers and observed they were showing offline status. The outage was caused by high memory utilization on the server, information technology team performed a reboot of the server, after which all services resumed successfully, messages began processing normally, and the issue was resolved. The system functioned as intended after the technical support specialist verified the device.